Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 2017865-2020-02518, 2017865-2020-02521. It was reported that the patient's system was explanted due to a pocket erosion and infection. The pacemaker was visible through the skin. The patient was good condition before and after the procedure.